Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Constant motor error alarms noted during rewind due to out of phase motor encoder signal. The insulin pump was unable to perform the displacement test due to motor error alarms.

Event description:
Customer reported the insulin pump has been alarming motor error during basal rates. Customer's blood glucose was 88 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer did go through an MRI. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.